Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (b)(6 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
The health care professional (hcp) reported that the device was explanted on (B)(6) 2015. The physician had requested that the patient allow the manufacturer representative (rep) try to reprogramming prior to removed but the rep was unable to contact the patient. It was later reported that the system had been explanted. The patient was not satisfied with therapy. It was noted that there were reprogrammings when the patient could be contacted as troubleshooting. Other relevant medical history includes spinal pain and herniated disc. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.